Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a blood glucose reading of 452 mg/dl despite replacing the infusion set and confirming no leaks or kinks, with glucose trend arrows moving from rising to stable. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with instructions to monitor glucose, follow healthcare provider guidance, and replace infusion supplies as needed. Investigation included a review of user-reported pump performance, infusion set function, and troubleshooting steps. Investigation of this case revealed no confirmed device malfunction or component defect and an undetermined cause of the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.